Event description:
It was reported that during a knee scope procedure, the device had a possibly overheating issue. A backup device was available to complete the procedure with no delay and no patient injuries.

Manufacturer narrative:
The device, used for treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual evaluation under magnification shows minimal electrode wear with discoloration dried tissue on the screen. There are no manufacturing abnormalities visually observed with the returned wand. The wand was tested using a compatible controller and activated in saline solution at default and maximum settings in which ablation and coagulation performed as intended. At no time during activation, the tip exhibited ¿arcing¿. The suction line was tested and performed as intended. Functional testing concluded that there is no electrical disturbance related to the wand. The complaint could not be verified and the root cause could not be determined with confidence as the returned device performed as intended during functional evaluation. It is possible that the tip of the wand made contact with a metal object such as a cannula that has the potential to cause this type of failure. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.